Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain,"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy\hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), migraine ("migraines,"), headache ("headaches,"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, hormone level abnormal, migraine and headache had resolved and the menorrhagia, allergy to metals, dermatitis allergic, psychological trauma, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: essure insertion details: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The essure device was then placed in the left fallopian tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (as reported in mr) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described patient¿s medical record: "pelvic pain ". Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Essure lot number was added. Patient demographic and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain,"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy\hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), migraine ("migraines,"), headache ("headaches,"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, hormone level abnormal, migraine and headache had resolved and the menorrhagia, allergy to metals, dermatitis allergic, psychological trauma, vaginal discharge, bladder disorder, and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, and weight increased to be related to essure. The reporter commented: essure insertion details: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The essure device was then placed in the left fallopian tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (as reported in mr). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described patient¿s medical record: "pelvic pain ". Lot number:844599. Manufacturing date:2011/03. Expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain,"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy\hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), migraine ("migraines,"), headache ("headaches,"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, hormone level abnormal, migraine and headache had resolved and the menorrhagia, allergy to metals, dermatitis allergic, psychological trauma, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, nickel allergy,rash/skin condition, vaginal discharge, fatigue, hormonal changes,bladder/urinary problems, migraines, headaches, weight gain,menorrhagia. Patient demographic added, essure removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.